Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that when patient charge the ipg the charging disk got really hot and burned the skin. The patient was given silvadene cream to apply at the skin.

Event description:
It was reported that when patient charge the ipg the charging disk got really hot and burned the skin. The patient was given silvadene cream to apply at the skin. Additional information received that the patient had an incident were burned when charging. It was noted that physician was not sure if patient was charging incorrectly or if the device malfunctioned.